Manufacturer narrative:
Continuation of d10: product ID tm91scs, serial# (B)(6), product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated that the device had not been communicating to turn on for approximately a week and a half. Additionally, the patient reported experiencing zapping sensations when lying flat on their back during physical therapy sessions following a knee replacement. The patient also indicated that while the therapy was on, they were not experiencing relief. It was further noted that the communicator and handset were initially not communicating. Troubleshooting steps were performed, including resetting the handset and communicator, which allowed the patient to reconnect to the implant. Therapy was confirmed to be on, and the patient was educated on adjusting intensity levels and exploring different therapy settings. The troubleshooting steps resolved the communication issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the shocking was due to over stimulation when she laid down. They decreased her system and stopped the shocking when in certain positions. It was not due to the communicator. MDR decision corrected too not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.